Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-01785 / 01788).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, loss of range of motion, elevated metal ion levels, and lack of mobility. Legal counsel for patient further alleges the acetabular component was easily removed during the revision procedure. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located for the revision procedure and it is unknown which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, loss of range of motion, elevated metal ion levels, and lack of mobility. Legal counsel for patient further alleges the acetabular component was easily removed during the revision procedure. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located for the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to pain with leg length discrepancy. Revision op report notes the presence of yellow fluid. All components were removed and replaced with competitor products.